Manufacturer narrative:
Concomitant medical products: ddmc3d1 ICD, implanted: (B)(6) 2018. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant procedure, the right ventricular (rv) lead superior vena cava (svc) coil had high and und efined impedance measurements. It was noted that an increase in sensing integrity counter (sic) count and noise was shown on the transmission report. Reprogramming was done and approximately a week later, the lead was explanted and replaced. No patient complications have been reported as a result of this event.